Manufacturer narrative:
Additional devices for this complaints: serial # : (B)(4) catalog # : 1407ca exp. Date: 06/30/2016 mfg. Date: 06/30/2015. (B)(4). Serial # : (B)(4) catalog # : 1407ca exp. Date: 05/31/2016 mfg. Date: 05/31/2015 returned date: 06/23/2016. (B)(4). Hvad pump (B)(4) were returned to heartware for evaluation. (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the inspection records confirmed (B)(4) met all requirements prior to release. The reported event was confirmed via review of the controller log files which revealed low flow alarms. Analysis of the devices revealed that (B)(4) met specifications; the pump passed functional testing, dimensional verification, and visual examination. Independent pathology report revealed no evidence of thrombus within the pump. (B)(4) passed visual inspection and functional testing. With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Gi bleed is a known potential complication associated with all patients implanted with vad's. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management.

Event description:
It was reported that this patient was admitted to the hospital for treatment of gastrointestinal (gi) bleed. At some point during the hospitalization the patient suddenly began to deteriorate requiring thirty minutes of cardiopulmonary resuscitation. Preliminary log file analysis revealed several "low flow" alarms which were treated per hospital protocol without success. At 0704 am the patient was found unconscious with the vad still alarming "low flow" alarms. The nursing staff reported negative flow numbers, likely to be retrograde flows. The patient's inr and ldh were within normal limits. A controller exchange was performed and every effort was made by medical staff to resuscitate the patient. Care was withdrawn and the patient expired on (B)(6) 2016. Autopsy results were not made available to the manufacturer and the official cause of death remains unknown. The pump and controller were returned to the manufacturer for evaluation.